Event description:
Customer reported via phone call that he experienced low blood glucose. The customer stated that his son came into the room and found him not talking right and sweating and his kids and mother called 911. The customer stated that the low might have been caused by him adjusting to the insulin pump settings and probably not eating enough before bedtime. Also the customer mentioned that the he was not wearing the sensor and was not aware his blood glucose was low. Blood glucose value at the time of the incident was 32 mg/dl. He was treated at home with glucagon. Current blood glucose reading is 161 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.